Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump changed the time and date. In addition, the fill estimate was static. Customer declined to reload cartridge to correct fill estimate. There was no reported impact to customer's blood glucose. Tandem technical support reviewed pump data and found one time/date change occurred and was manually changed by the user. Customer maintained the issue was due to the pump.